Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been lost to follow-up for a couple of years and now at their office visit the right ventricular (rv) lead was found to have no capture at max output. It was being questioned why the rv lead would change to such high capture thresholds. The rv lead remains in use, but the patient has been schedule for a lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced.